Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: controller ac adapter/ unknown/ model #: unk-cac adapter / exp. Date: unknown/ UDI#: unknown. Device available for evaluation: no. Mfg. Date: unknown. Labeled for single use: no. (B)(4). Battery/ unknown / model #: unk-battery / exp. Date: unknown/UDI#: unknown. Device available for evaluation: no. Mfg. Date: unknown. Labeled for single use: no. (B)(4). Product event summary: the controller, one controller ac adapter and one battery with unknown serial numbers were not returned for evaluation. Alarm and event log files covering the reported event date were not available for analysis. Analysis of data log files revealed that the controller in use during the reported event did not contain the smr software. Review of the data log file revealed three (3) low battery alarms due to the batteries depleting to 24% relative state of charge (rsoc). Low battery alarms are triggered if a battery has a remaining capacity less than 25%. The reported low battery alarm event was confirmed; however, there is no evidence to suggest that a controller ac adapter was connected during each low battery alarm as described in the event details. The most likely root cause of the reported low battery alarms can be attributed to the battery depleting below 25%. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing low battery alarms. The patient states that the controller was connected to a controller ac adapter on power port one and a battery on power port two. The patient reports waking up to an alarm on power port two. The patient was instructed to reconnect the controller ac adapter to a different wall outlet and exchange the battery for a fully charged one. The patient says they panicked during the event. The controller, battery and controller ac adapter remain in use. No further patient complications have been reported as a result of this event.